Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report # mw5057719.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, when the surgeon was pulling the suture through skin with a needle holder on the last stitch, he felt the very tip of the needle broke. Despite x-ray and thorough examination, the tip of the needle was not found. Additional information will be requested.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2015. The surgeon opined that the device is not retained in the patient tissue. The patient has been discharged home in stable condition. Photographs were returned for evaluation. Visual inspection of the photographs were performed and they are not visible to perform an evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.